Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was blank. Blood glucose level at the time of the incident was 84 mg/dl. During troubleshooting, the customer was unable to get the display to return. The customer was advised that they would be sent a replacement battery cap. The insulin pump was not replaced or returned for analysis. During a follow up call, the customer reported that the battery cap did not correct the blank display issue. Blood glucose level at the time of the incident was 122 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. Device received with cracked reservoir tube lip. No anomaly noted on the original battery cap.